Manufacturer narrative:
The samples were serum. No additional sample information was provided. Per customer, qc run prior to the event was within laboratory established ranges. Qc was not run after the event. A bec field service engineer replaced a cracked electrolyte injection cup valve and verified performance.

Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous chloride results generated on the unicel dxc 800 pro synchron clinical systems. The erroneous results were not reported out of laboratory; hence patient treatment was not impacted. When anion gaps flagged the samples, the samples were rerun on an alternate instrument, and those results reported. The customer could not provide actual results or verbal examples. The number of samples is unknown.